Manufacturer narrative:
(B)(4). Investigation results: an eus fna needle was received by boston scientific. Analysis of the returned device revealed that the distal needle section was broken, additionally, the portion broken was not returned for analysis. No other issues were noted. The distal section of the needle had evidence of bending. It is most likely that procedural or anatomical factors encountered during the procedure could have affected the device performance and its integrity. Based on the information available and the analysis performed, the most probable cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that an expect slimline needle was used during an echo endo puncture procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when he deployed the device, the needle did not go straight normally. The procedure was completed with an acquire needle. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on the investigation results which revealed that one portion of the needle was returned broken.

Manufacturer narrative:
Block h6: device problem code 2907 captures the investigation analysis of the tip of the needle broken. Block h10: investigation results an eus fna needle was received by boston scientific. Analysis of the returned device revealed that the distal needle section was broken, additionally, the portion broken was not returned for analysis. No other issues were noted. The distal section of the needle had evidence of bending. It is most likely that procedural or anatomical factors encountered during the procedure could have affected the device performance and its integrity. Based on the information available and the analysis performed, the most probable cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Block h11: correction to add labeling review to the investigation results.

Event description:
It was reported to boston scientific corporation that an expect slimline needle was used during an echo endo puncture procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when he deployed the device, the needle didnt go straight as normally. The procedure was completed with an acquire needle. There were no patient complications reported as a result of this event.